Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called stating she received a no delivery alarm followed by a motor error alarm. Her blood glucose level was 301 mg/dl. The motor error occurred during a bolus. There were no significant events leading up to the alarms. The alarm was explained and cleared. Customer uses the sensor feature. She was advised that a false motor error alarm may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.